Event description:
Reportedly a pt, above normal weight limits, was pulling herself into the chair. The seat was not in the locked position, and she caught her finger between the bar and the frame of the sleeve. Her weight in the seat caused the mechanism to move and pinched the tip of her finger off. The tip was reattached successfully.